Event description:
It has been reported to philips that the system had a start-up fault and the screen was black. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed system was not starting. Upon functional testing fse found issue with host pc, hdd, ippc and mpd. The fse replaced host pc, hdd, ippc and mpd. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.